Event description:
It was reported a revision of gts stem which occurred between 2015 and 2018the event was received from siris report: "siris outlier report 2019 gts + exceed, zimmer biomet, for uncemented stem-cup combination used in primary total hip arthroplasty. Based on the data provided, the initial surgery was performed from 2012 to end 2014 and the revision was most probably due to periprosthetic fracture and pain.no additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10 the device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. 9 similar complaints have been recorded for gts stem all references regarding pain, bone fracture and revision within a year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by siris through siris outlier report 2019 (gts + exceed, zimmer biomet) that two revisions for uncemented stem-cup combination used in primary total hip arthroplasty, due to periprosthetic fracture and pain occurred between 2012/2014. No additional patient consequences were reported.